Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ calcification: not observed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare provider reported per most recent ultrasound "breast with fibroadipose tissue with small areas of dispersed fibroglandular tissue. A retropectoral implant in the right breast with undulations, signs of the ladder, and multiple echogenic images inside, indicating an internal capsule rupture of the implant ultrasound signs of internal rupture of the right breast implant". A different ultrasound reported "data of intracapsular rupture in the right breast implant." A mammogram reported "dense right axillary lymph nodes, for which ultrasound evaluation is recommended" and "benign-appearing rounded microcalcifications." The device remains implanted.